Event description:
It was reported a pocket revision was performed. The hcp replaced the catheter on (B)(6) 2011 due to an intrathecal catheter fracture. The pump was refilled. Following the catheter replacement, the patient recovered and was cared for at a rehabilitation hospital until discharge. On (B)(6) 2011, the physician at the rehabilitation hospital took sutures out. On (B)(6) 2012, the patient was seen in the clinic for post-op wound visit. He was doing great and the wound was healed, no redness or signs/symptoms of infection. The medication in the pump was increased. On (B)(6) 2012, the patient was admitted to the hospital and the pump was explanted due to infection. It was indicated there was draining and dehiscence of the wound. A culture was obtained and confirmed the infection to be (B)(6). The patient was admitted to the intensive care unit (ICU) with pneumonia. Last they heard, the patient was in and out of the hospital with pneumonia. Patient lived in a group home. There were no plans to implant a new pump "given current condition". The health care provider indicated that the patient was still in and out of the hospital, "more in hospital than out. We wouldn't implant at this time". It was reported that the pump was delivering compounded baclofen. It was also noted that the pump was delivering lioresal. It was unclear what drug was in the pump.

Event description:
It was reported that the patient recently had their pump "changed out" and presented to an emergency room with an infected pump pocket. A physician was planning to remove the patient's entire system on (B)(6) 2012. It was indicated that this was a "baclofen patient". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Previous pump model: 8637-40, serial #: (B)(4), implanted: 2008-(B)(6), explanted: unk; catheter model: 8709, serial #: (B)(4), implanted: 2003-(B)(4), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# unknown, serial # unknown, implanted: 2011 (B)(6), explanted: unk. (B)(4). The initial MDR was filed as manufacturer's report # 3007566237-2012-00350. Additional review indicated the correct manufacturing site was site # (B)(4).